Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up where non-sustained rv oversensing episodes were observed. Upon review of the episodes, the patient was experiencing a slow vt. In the episodes, the atrial pacing was causing intermittent blanking of ventricular events. Programming changes were recommended. Further information notes that the patient return for follow-up and the lv lead wasn't capturing during office measurements. The patient had true vt which was marked as non-sustained rv oversensing. Patient was unaware of issues and couldn't feel them. Programming changes were made to the device. Device remains implanted.